Event description:
New information received on (B)(4) 2019, indicates that the lead was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
A partial lead with the tip measuring 45.6 cm/48.1 cm. (Outer insulation/inner coil) was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with lead noise on the right ventricular lead. The patient was to be monitored and was stable.